Manufacturer narrative:
(B)(4) b3: unknown; captured as awareness date. Date sent: 6/30/2025 d4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. Additional information was requested, and the following was obtained: does the surgeon believe the vessel injury and bleeding were related to the ethicon harmonic device? What is the patient's status now? No further information will be provided, because we can¿t get any additional information from the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: totally thoracoscopic surgery and troubleshooting for bleeding in non-small cell lung cancer author: shin-ichi yamashita, md, phd, keita tokuishi, md, phd, toshihiko moroga, md, phd, sosei abe, md, kozo yamamoto, md, so miyahara, md, yasuhiro yoshida, md, phd, jun yanagisawa, md, phd, daisuke hamatake, md, masafumi hiratsuka, md, phd, yasuteru yoshinaga, md, phd, satoshi yamamoto, md, phd, takeshi shiraishi, md, phd, katsunobu kawahara, md, phd, and akinori iwasakai, md, phd. Citation: ann thorac surg 2013;95:994-999. The aim of this retrospective study was to evaluate intraoperative vessel injury and troubleshooting to ensure the feasibility and safety of video-assisted thoracic surgery (vats) anatomic lung resection. From january 2004 to december 2011, a total of 26 intraoperative vessel injuries (n=13 males and n=13 females, median age: 71 years, age range: 55-84) requiring manipulation for hemostasis, additional thoracotomy, or blood transfusion were identified. The intrathoracic procedure for hilar and intralobar artery involved division using scissors or forceps, and ligation or stapling first, after pulmonary vein ligation, stapling, or bronchus stapling. After extirpation of resected lung, procedures were followed by systemic mediastinal lymph node dissection. Energy devices including ultrasonic coagulation shears, harmonic scalpel (ethicon), ligasure, or enseal tissue sealing devices (ethicon) were used as per individual surgeons¿ preferences. Complaint included intraoperative vessel injury (n=?), and bleeding (n=?). Treatment was primary closure or sealant, or in cases of more serious bleeding, the port site should be enlarged as soon as possible after applying the gauze tamponade. Vascular clamps were applied to control massive bleeding if applicable, and suturing was performed with 5-0 or 6-0 prolene (ethicon). In conclusion, video-assisted thoracic surgery anatomic resection was feasible and safe, regardless of the intraoperative vessel injury.